Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified neuro surgery, it was observed that the motor device had a damage hose. It was further reported that during routine post-operative inspection, it was observed that a different motor device had a damaged hose. The reporter was unable to clarify which device was used in surgery and which one was used during the post-op inspection. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were cuts in the hose, the housing and swivel were loose, there was an oil leak and the device had low rotations per minute (rpm). Therefore, the reported condition was confirmed. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the loose swivel and housing were most likely from excessive force placed on the swivel. It was determined that the low power and oil leak were due to loose housing and holes in the hose. It was further observed that the device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.